Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump had been empty for over a year. The caller had no further information, and she didn't know why the pump was empty. The doctor was planning on replacing the pump. No patient symptoms were reported. No further complications were reported.